Manufacturer narrative:
Investigation: visual inspection revealed that the black cable housing had detached from one end of the cable in a clean detachment. Based upon the visual observation, the reported failure, "component detached" was confirmed. (B)(4).

Event description:
The hosp reported that during preparation for an endoscopic vein harvesting procedure, when the sterile tray was opened it was noticed that the plastic black connector had fallen-off the end of the vasoview hemopro 2 cable. It would not reconnect and was considered unusable. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product was returned.